Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic adrenalectomy, during the application of the device in the vascular cluster, clips fell in the abdominal cavity of the patient. The bleeding vessels were treated and then the fallen clips were retrieved with a gripper. Another device from another manufacturer was used to complete the case. The surgical times was extended for 30 minutes or more. There was no patient injury.